Manufacturer narrative:
This report is submitted on december 06, 2022.

Event description:
Per the clinic, the patient experienced an infection at the implant site and subsequently was treated with IV and topical antibiotics (specific date and duration not reported) however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2022. There are plans to reimplant the patient with a new device, however, it has yet to take place as of the date of this report.

Manufacturer narrative:
This report is submitted on march 16, 2023.